Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nutraclear needleless connector broke when the rn was trying to access the line. There was no patient harm.

Event description:
The customer reported that the nutraclear needleless connector broke when the rn was trying to access the patient's line. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint that the neutraclear needleless connector broke was confirmed. No product will be returned from the customer. However, a picture received from the customer showed the connector was cracked from the body. The root cause of this failure was not identified.